Event description:
On (B)(6) 2013, the surgeon performed a left side si joint arthrodesis on the patient placing four ifuse implants. On (B)(6) 2013, the patient complained of having pain from her buttocks down her leg although she stated that her si joint pain had markedly improved. A CT scan showed that the superior implant had breached the foramen and was impinging on the nerve. A previous x-ray indicated that the inferior implant may have also been close to the foramen. On (B)(6) 2013, the surgeon performed a revision surgery where he adjusted the superior and inferior implants by backing each out approximately one centimeter. During a follow-up visit on (B)(6) 2013, the patient reported that her si joint pain has steadily improved.

Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, certificates of analysis, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause is implants impinging on a nerve. Part numbers, lot numbers, manufacturing dates and expiration dates: p/n 7040-90, lot# i0496, manufactured 06/11/13, expires 2018-04; p/n 7045-90, lot# i0833, manufactured 10/14/13, expires 2018-09; p/n 7050-90, lot# i0835, manufactured 10/24/13, expires 2018-10; p/n 7055-90, lot# i0507, manufactured 07/03/13, expires 2018-03.